Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
It was reported to philips that the device had a low leak breathing risk alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:14jan2021. B4:14jan2021. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter and, therefore, cannot be determined. Multiple requests were made for evaluation and resolution data without a response. Troubleshooting was performed, and a possible resolution was presented to the customer, and the initial service order was closed. Another service order was opened to order the part and repair the device with the suggested resolution; however, the customer canceled the service call, and the second service order was closed. Device resolution data is not available. The service order was closed if the customer needs further assistance; a new service order will be opened and captured through philip's normal complaint procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02feb2021. B4:02feb2021. It was reported to philips that the device had a low leak breathing risk alarm. The customer replaced the gas delivery system (gds) for troubleshooting the initial problem. Upon gds replacement, the unit went into an inoperable state at turn on in ventilation and service mode with an error code related to machine and proximal pressure sensors failed. The customer reinstalled the original gds and the issue persisted. It was reported that the ventilator annunciated an audible alarm along with the alarm tones for clinical type alarms. The remote service engineer (rse) advised the customer to suspect an issue with the central processing unit (cpu) board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.